Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The advanced breathing system was cleaned to resolve the reported issue.

Event description:
The hospital reported a malfunction resulting in elevated co2 readings. There was no report of patient injury.